Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain, but denied withdrawal. It was noted that the pt had a "bad flu a month ago." The aspirated pump volume was 15.3 cc; the expected volume was 3.72. A side port dye study and rotor study were done; the catheter was good, the rotor did not move. The pt's oral meds were increased. The pt was being scheduled for pump replacement. The device sys was used to deliver sufenta and prialt. Additional info has been requested, a f/u report will be sent if additional info becomes available.